Event description:
Discordant results were obtained on thirty seven patients on an advia centaur xp instrument on multiple assays, primarily on fertility tracking patients. The discordant results were reported to the physician(s). The same samples were repeated on an alternate system and those results were reported to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant results obtained on multiple assays.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause for the discordant results on multiple assays was unknown. The cse determined that the instrument detected a luminometer failure and that the failure stopped the system during the time of the event. The cse determined that the operator ignored the error and re-started the system, processing patients. The cse found contamination in the base vent line and replaced the rinse lines, reservoir and reservoir connector. The cse also successfully ran qc. The instrument is performing according to specifications and no further evaluation of the system is required.